Event description:
A tandem mobi cartridge alarm was reported. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the caller to remove the cartridge, deliver a 9-unit bolus, and reload with a new cartridge, resulting in a successful resumption of insulin therapy. The issue was resolved with no further complications.